Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernias. It was reported that after implant, the patient experienced multiple recurrent hernias, extensive network of adhesions of the omentum to the anterior abdominal and small bowel, abdominal wall abscess with cellulitis, drainage, migration, defect was 25 cm from left-to-right and 20 cm caudad cephalad, and infected mesh. Post-operative patient treatment included multiple recurrent ventral incisional hernias repairs with sutures, debridement of skin and subcutaneous tissue, removal of infected mesh, enterolysis, component separation bilaterally, incision and drainage of abdominal wall abscess, drained 300-400ml of fluid and removed pus, small bowel resection, cholecystectomy, and lysis of adhesions in the area underlying the previous mesh repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b5, b7, d7, g4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent (six) ventral hernias. It was reported that after implant, the patient experienced multiple recurrent hernias, extensive network of adhesions of the omentum to the anterior abdominal and small bowel, abdominal wall abscess with cellulitis, drainage, migration, defect was 25 cm from left-to-right and 20 cm caudad cephalad, and infected mesh. Post-operative patient treatment included multiple recurrent ventral incisional hernias repairs with sutures, debridement of skin and subcutaneous tissue, removal of infected mesh, enterolysis, component separation bilaterally, incision and drainage of abdominal wall abscess, drained 300-400ml of fluid and removed pus, small bowel resection, cholecystectomy, and lysis of adhesions in the area underlying the previous mesh repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent (six) ventral hernias. It was reported that after implant, the patient experienced multiple recurrent hernias, extensive network of adhesions of the omentum to the anterior abdominal and small bowel, abdominal wall abscess with cellulitis, drainage, migration, defect was 25 cm from left-to-right and 20 cm caudad cephalad, and infected mesh. Post-operative patient treatment included multiple recurrent ventral incisional hernias repairs with sutures, debridement of skin and subcutaneous tissue, removal of infected mesh, enterolysis, component separation bilaterally, incision and drainage of abdominal wall abscess, drained 300-400ml of fluid and removed pus, small bowel resection, cholecystectomy, and lysis of adhesions in the area underlying the previous mesh repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced multiple recurrent hernias, extensive network of adhesions of the omentum to the anterior abdominal and small bowel, abdominal wall abscess with cellulitis, and infected mesh. Post-operative patient treatment included multiple recurrent ventral incisional hernias repairs with sutures, debridement of skin and subcutaneous tissue, removal of infected mesh, enterolysis, component separation bilaterally, incision and drainage of abdominal wall abscess, drained 300-400ml of fluid and removed pus, cholecystectomy, and lysis of adhesions in the area underlying the previous mesh repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent (six) ventral hernias. It was reported that after implant, the patient experienced pain, inflammation, fistulas, serosal tear, necrosis, pus, acute renal failure, multiple recurrent hernias, extensive network of adhesions of the omentum to the anterior abdominal and small bowel, abdominal wall abscess with cellulitis, drainage, migration, defect was 25 cm from left-to-right and 20 cm caudad cephalad, and infected mesh. Post-operative patient treatment included revision of mesh, medications, hospitalization with IV antibiotics, ICU stay, fluid resuscitation, blood transfusion, wound vac, wound care, multiple recurrent ventral incisional hernias repairs with sutures, debridement of skin and subcutaneous tissue, removal of infected mesh, enterolysis, component separation bilaterally, incision and drainage of abdominal wall abscess, drained 300-400ml of fluid and removed pus, small bowel resection, cholecystectomy, and lysis of adhesions in the area underlying the previous mesh repair.

Manufacturer narrative:
Additional info: a4, b2, b5, b7, d1, d4, g1, h6 (patient and health impact codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent (six) ventral hernias. It was reported that after implant, the patient experienced pain, inflammation, fistulas, serosal tear, necrosis, pus, acute renal failure, multiple recurrent hernias, extensive network of adhesions of the omentum to the anterior abdominal and small bowel, abdominal wall abscess with cellulitis, drainage, migration, hernia defect, and infected mesh. Post-operative patient treatment included revision of mesh, medications, hospitalization with IV antibiotics, ICU stay, fluid resuscitation, blood transfusion, wound vac, wound care, multiple recurrent ventral incisional hernias repairs with sutures, debridement of skin and subcutaneous tissue, removal of infected mesh, enterolysis, component separation bilaterally, incision and drainage of abdominal wall abscess, drained fluid and removed pus, small bowel resection, cholecystectomy, lysis of adhesions in the area underlying the previous mesh repair, & hernia repair with mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernias. It was reported that after implant, the patient experienced multiple recurrent hernias, extensive network of adhesions of the omentum to the anterior abdominal and small bowel, abdominal wall abscess with cellulitis, and infected mesh. Post-operative patient treatment included multiple recurrent ventral incisional hernias repairs with sutures, debridement of skin and subcutaneous tissue, removal of infected mesh, enterolysis, component separation bilaterally, incision and drainage of abdominal wall abscess, drained 300-400ml of fluid and removed pus, cholecystectomy, and lysis of adhesions in the area underlying the previous mesh repair.